Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the hospital due to protocol.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event.